Event description:
It was reported that they were unable to get stimulation from the trial lead. It was noted that there high impedances. Another lead was substituted and used. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 387445, lot# va08q2p, product type: screening device. (B)(4).

Event description:
Additional review indicated that a trial lead fracture was alleged. Additional information received reported that the cause of the lead fracture was undetermined.

Manufacturer narrative:
Product ID: 387445, lot# va08q2p, product type: screening device.